Event description:
The customer reported that the heartstart mrx defibrillator did not reach the selected energy (in joules) and does not pass calibration. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.